Event description:
Additional information from the hcp reports the patient was experiencing decreased effectiveness. After the device replacement, the patient is reported to have recover without serquela.

Event description:
The hcp reported the pump was unable to be refilled. The patient was not getting the drug and was experiencing increased spasticity. The hcp reported that cerebrospinal fluid was found in the pump pocket. The patient was treated with oral baclofen. The pump and connector were explanted and replaced after an implant duration of 29 months.